Event description:
It was reported that the connectors from a recent supply lot would not attach to the ilet, as the tubing connection point did not fit; multiple connectors from two boxes were tried, and an older connector functioned, indicating a fitting problem with the connector/coupler. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the connector/coupler consistent with a fitting problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.